Event description:
It was reported that the patient experienced bacteremia. The implantable pulse generator (ipg) system was removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: addr01 ipg; implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.